Event description:
It was reported that the patient was not getting a good signal from the implantable neurostimulator (ins) while charging. It was the first time the patient charged the ins and was mostly getting two bars, but one time got 4 bars. The reporter thought it was because of the patient¿s structure. The antenna locator (al) feature was showing 70-66. The reporter stated that there could still have been some swelling. It was noted that the reporter could feel the ins. The reporter noted that in the lateral lying position, the ins was not significantly tilted. The reporter was not using the belt and was just setting the antenna on the skin. It was further reported that the recharging frequency matched the patient¿s settings and the patient was in continuous mode. The patient was trained and able to demonstrate effective recharging. The patient was able to recharge with 4 bars. The patient was receiving pain relief and effective therapy. It was later reported that the cause of the event was determined and it was not device related. A pocket revision was completed on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was able to recharge and was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a190, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a190, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).